Event description:
It was reported to philips the device discharge power was low. There was no patent involvement.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was the therapy capacitor. The reported problem was confirmed. The philips field service engineer replaced the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor for which a part was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips the device discharge power is low. There was no patient involvement.